Event description:
It was reported that during a renal angioplasty treatment procedure, balloon catheter movement difficulties were encountered. The customer stated that, "during the procedure, the balloon got stuck on the guidewire; had a great deal of difficulty, had to use a lot of force to get the balloon off the guidewire." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.